Event description:
Complainant alleged that the device powered on without display. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.